Event description:
Customer has claimed to have had an ear pierced with the inverness ear piercing system on 3/1/97. On 3/11/97, the earring became embedded and she sought medical attention to have the earring removed. On 6/2/97, the customer sought medical attention for an infection at the ear piercing site. The customer was given antibiotics.